Manufacturer narrative:
Additional narrative: philips has investigated this complaint. The philips service engineer inspected the system onsite and identified that the connection of the wireless footswitch was lost. The wireless footswitch was replaced. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that, wireless foot switch was defective, system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.